Event description:
A (B)(6) customer ran blood glucose tests on 2 contour links and received readings of 7.4 and 2.3mmol/l the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return the strip for evaluation. Replacement test strips and meters were sent to the customer